Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (patient 1 = 0.182 ng/ml, patient 2 = 0.137 ng/ml) from two patient samples run on the vitros 5600 integrated system. The samples were repeated per the customer¿s established policy and expected vitros trop I es results (<0.012 ng/ml) were obtained from both samples. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was verbally reported out of the laboratory for patient 1, but there was no treatment started or withheld based on the result. A corrected report was issued based on the repeat testing. The higher than expected result was not reported out of the laboratory for patient 2. There was no allegation of harm to either patient as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from two patient samples run on the vitros 5600 integrated system. Service actions were performed, however there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction. In addition, there was no evidence to suggest a reagent malfunction had occurred based on acceptable vitros trop I es quality control results observed around the time of the event. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.